Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sleeve gastric procedure, while firing across the stomach on the first firing the distal tip of the stomach, the outer row of the staples on the stomach side did not form. The remnant side looked fine. They did not form the b shape. The surgeon over sewed the area. There was no patient impact reported. (B)(6).